Event description:
Two (2) hrs post laminectomy procedure, the pt began bleeding from the surgical site. Hemovac drainage increased. The pt's hemoglobin levels dropped and required two (2) units of red blood cells. Twenty-four (24) hrs later, the pump was disconnected and the bleeding stopped immediately. No infection reported. The pt was reportedly stable.

Manufacturer narrative:
Evaluation summary: the device involved in this incident is not available for evaluation, therefore, our results and conclusion are based on the info that was given to I-flow by the initial reporter. Furthermore, the lot number of the pump was unk, and as a result, I-flow was unable to conduct a historical review to determine similar problems with a specific lot number. It is noteworthy that the reporting physician in this incident suspected both the pump and the drug selection (marcaine). In addition, there was no info given by the physician as to why the pump was suspected in this case. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.